Manufacturer narrative:
The product is not available for return as it was discarded; however the manufacturing records for this lot were reviewed and did not reveal any issues pertaining to design, manufacturing, or quality. Appropriate testing was completed to ensure the device is non-thrombogenic and in-process controls are established to minimize particulate and other surface defects that could impact thrombogenicity. At this time, the cause of the ica occlusion is unknown. If additional information is received, a supplemental report shall be issued.

Event description:
A thrombectomy was performed to treat occlusions in the left segment of the middle cerebral artery (mca). One occlusion was observed in the m1 mca, along with multiple occlusions within the m3 mca. The tracstar 088 ldp 105cm catheter was delivered over a guidewire and 027 microcatheter to the distal internal carotid artery (ica). The physician then advanced a reperfusion catheter and 3x20mm stent retriever through tracstar and used these devices to remove the clots from the m1 mca and m3 mca. Multiple attempts were required to remove all of the clots and the tracstar catheter was repositioned during these attempts. Reperfusion was achieved after over an hour of treatment with a final tici 2b score. Follow up MRI performed the next day found a complete occlusion of the left carotid artery and a full hemispheric stroke that required treatment via a hemicraniectomy. The physician reviewed the final angiographic runs of the thrombectomy for potential causes of the occlusion and noted small microlesions in the ica, but saw no clear vessel dissection or injury that would have contributed to the event. At this time, the cause of the ica occlusion is unknown.